Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The alarm trace showed calibration>compensated limit, ise slope marginal, ise internal reference concentration, ise slope error, calibration error, photometer, rinse mechanism, and bath water level sensor alarms. It was found that the customer centrifuges patient samples for 6 minutes at 4200 rpm, which may be too short and too fast. Calibration and qc were performed successfully. The field service engineer (fse) found a vacuum tubing that was leaking and replaced it. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. It was found that the customer centrifuges patient samples for 6 minutes at 4200 rpm, which may be too short and too fast. The field service engineer (fse) found one leaking tubing at the wash station and replaced it, and found dirty cuvettes. Calibration and qc were performed successfully.

Event description:
There was an allegation of questionable gen.2 ise indirect for na, k, and cl results for 7 patient samples on a cobas 6000 c (501) module. The customer provided results for 1 patient sample. It was also alleged that the patient was admitted to the hospital based on the initial results where they received treatment. The type of treatment received was requested but not provided. The initial na result was 112 mmol/l with a data flag, the initial k result was 3.6 mmol/l, and the initial cl result was 82 mmol/l. The customer questioned the result and the sample was repeated. The sample was repeated on another analyzer and the repeat na result was 141 mmol/l, the repeat k result was 4.2 mmol/l, and the repeat cl result was 103 mmol/l. The repeat results were deemed correct. This MDR is being submitted in an abundance of caution.